Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The health authority reported that the consumer experienced blurred vision, cloudy vision and stinging while wearing the lens which was cared with contact lens care product. Upon frequent visit to the doctor and diagnosis confirmed corneal erosion and corneal opacity such as cornea edema in both eye. Also confirmed corneal epithelial abrasion, spk (superficial punctate keratitis) and corneal epithelial defects. Lubricating eye-drops and antibacterial medicines were prescribed. The current status of the consumer's eye is recovered. Additional info has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. All lot documentation is reviewed prior to disposition to ensure that the product meets specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, which stated that the consumer has used ao series contact lenses. The consumer does not know if the event occurred on the first day of using the contact lens or immediately after wearing it. After removing the contact lens, the consumer had poor vision and visited an eye clinic. The event corneal erosion was resolved. Additional information does not change the previously assessed seriousness criteria and event coding, and the report remains both serious and reportable.